Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the competitor guidewire stuck in lead. Visual inspection found the tip seal was damaged. It was pulled back in lead, inside the distal conductor and it prevents to remove the guidewire out of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a competitor guidewire was used to place the lead in the target vein. It was difficult to push the lead over the guidewire to the target position. The guidewire then could not be removed from the lead. A new lead and a new guidewire were then attempted and the same issue occurred and that guidewire got stuck in the second lead. A new lead anda new guidewire were then attempted and the lead was implanted with no issues. No patient complications have been reported as a result of this event.